Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting alval, significant scar tissue and corrosion on the head neck junction. Osteolysis is also noting around the stem component. The liner was found to be worn and replaced. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2 upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00784802400, modular neck, lot # 60958598, item # 00625006525, bone screw, lot # 61185878, item # 00620005622, cup, lot # 61142227, item # 00630505636, liner. Lot # 61127748, item # 00771301000, femoral stem, lot # 61053576. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03293, 0001822565-2018-03292, 0002648920-2019-00743.

Event description:
It was reported that a patient underwent a left tha and subsequently nine years later was revised due to pain and elevated metal ions. It was noted during the revision, alval, significant scar tissue throughout, as well as head/neck corrosion. No further event information available at the time of this report.